Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 579 mg/dl, which was treated with manual injection and bolus. The customer complained of thirst and urination. The blood glucose reading at the time of hospitalization was 359 mg/dl. The customer's mother stated that she had high blood glucose all week and did not feel well. She noted that they changed the infusion set and used new insulin but the blood glucose levels did not lower. The caller reported insulin leaking from the pink part where the infusion set connected to the port. She also observed weak battery and low reservoir alarms. She stated that they had issues with bent infusion set cannulas. Troubleshoot for the infusion pump was declined since the leak was found, and the customer had disconnected from the device for a few days in the week. The customer discontinued use to the device for 2 weeks and requested a replacement device to restart insulin pump therapy.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had normal operating currents and no unexpected weak battery alarm was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.